Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was not completed because no serial number was provided. Because the device was not returned to mmdg for evaluation, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump was not priming/running. Contacted pharmacy for pump replacement. Mmdg did make multiple attempts to follow up with the initial reporter, but those attempts were unsuccessful. No adverse effect to the patient was reported due to the complaint. (B)(4).